Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char and minor scrape marks on metal surface; there is indication of slight melting on metal cap output window; the outer flow tubing open end exhibits minor scratches; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 84,276 joules; os use and 9:41 minutes, the fiber "tip ruptured" and the laser automatically went into standby. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no injury to the patient reported.